Event description:
It was reported by the patient within a month of implant that they were transported via ambulance and that the leads required repositioning after implant. The patient also indicated that they understood the "energy was increased" and they were feeling better since. Follow up with the clinic was attempted and no additional information was obtained about the reason for transport or why the leads were repositioned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.